Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. This result was discordant compared to repeat testing of the same sample on the same analyzer on the same day and also compared to a low result from an alternate method. The initial discordant result was reported and questioned by the physician. The sample was re-centrifuged and retested in duplicate on the same analyzer and lower results were obtained. The sample was tested on an alternate non-siemens instrument and resulted lower. A corrected report was issued to the physician with the final result of 10 ng/l. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient result.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result (> 99th% reference cutoff of 45 pg/ml (ng/l) per the instructions for use) that was discordant compared to repeat testing of the same sample on the same analyzer and compared to a low result on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The serum sample was centrifuged for 10 minutes @ 3000g and 15-25 c. Calibration and quality control were valid and in range at the time the sample was run. The repeat patient sample results were reproducible: atellica im initial result was 178.6 ng/l, and repeated in duplicate after re-centrifugation on the same system, resulting in 9.67 ng/l and 9.87 ng/l. This indicates a sample/patient specific incident. There was no sample remaining to be sent to siemens for further testing. The cause of the initial higher result (178.6 ng/l) cannot be determined because the system log files were not provided. Siemens cannot rule out preanalytical sample concerns for this result. The two repeat results on the same system showed good reproducibility. The sample was also run on an alternate method and result was below the method reference cutoff of <0.04 ug/l. The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, no product issue is observed. The customer is operational.